Event description:
During device programming, under sensing was observed in both the pacemaker and the right atrial (RA) lead. The device sensitivity settings were adjusted to address the issue. The patient remained stable, and no adverse effects were reported.